Event description:
The pounce venous device was used to treat a patient's lower leg extremity with sub-acute/chronic morphology with no significant tortuosity. It was reported that after 3-4 passes, upon removal of the device, a piece of the basket had separated from the device. It was reported that the physician did experience resistance while withdrawing the device from the body. During the investigation of the complaint, it was confirmed that the physician did not defeat the hemostasis valve on the 12fr pounce sheath device while withdrawing the pounce venous device from the body which could have contributed to the resistance felt upon withdrawal of the device. The physician was able to remove the clot with a second device in conjunction with balloon venoplasty. There was no reported harm to the patient or significant procedure delay.

Manufacturer narrative:
The device was not returned for analysis. The investigation included utilizing a pounce venous device with a simulated use model with lab made clot. The failure mode could not be replicated after 4 passes through a closed 12fr pounce sheath hemostasis valve. The cause of the reported issue could not be confirmed based on the available information.